Event description:
A rotatable snare device was used for a colonoscopy procedure (patient age, gender and weight unknown) in 2008. According to the complainant the snare was not cutting the tissue for the polypectomy. The physician completed the procedure by cold snaring the polyp with the same device. No patient complications were reported as a result of this event. The patient's condition was reported as "fine".

Manufacturer narrative:
A visual examination of the returned device revealed a corrugated sheath near the strain relief. Functional testing revealed the device gives a reading of 11 ohms, which meets specification for cautery. Complaint not confirmed. The cause is unknown. A review of the device history record for the pertinent lot was performed; no anomalies were noted. A search of the complaint database did not identify any similar complaints reported for the same lot number. The relationship between the suspect device and the reported event is undetermined.